Event description:
It was reported that during a procedure at the user facility an unknown instruments handpiece overheated and burnt the patient. The procedure was completed successfully without a clinically significant delay. The burn was dressed with gauze. No other medical intervention or adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility an unknown instruments handpiece overheated and burnt the patient. The procedure was completed successfully without a clinically significant delay. The burn was dressed with gauze. No other medical intervention or adverse consequences were reported.

Manufacturer narrative:
Attempts are being made to obtain additional information from the user facility. The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.